Manufacturer narrative:
Reported event: it was reported that silver attachment fell off bottom of boot. Case type: tka. Surgical delay: =15 minutes. Update: "no components were missing inside the patient. No components were missing when it was assembled. The leg did fall out on the table when part broke." Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. CAPA 2127499 has been raised for the same. Product history review: review of the device history records indicate 50 devices were manufactured and accepted into final stock on 07-28-2017 with no reported discrepancies. Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 07-29-2017 with no reported discrepancies. Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 09-30-2017 with no reported discrepancies. Review of the device history records indicate (B)(4) device was manufactured and accepted into final stock on 10-30-2017 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot 201743072802 shows 1 additional complaints related to the failure in this investigation. (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Silver attachment fell off bottom of boot. Case type: tka. Surgical delay: =15 minutes. Update: "no components were missing inside the patient. No components were missing when it was assembled. The leg did fall out on the table when part broke."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Silver attachment fell off bottom of boot. Case type: tka. Surgical delay: =15 minutes. Update: "no components were missing inside the patient. No components were missing when it was assembled. The leg did fall out on the table when part broke "